Manufacturer narrative:
Samples are collected in plastic bd lithium heparin tubes with gel. Centrifugation data was not supplied. Per the customer, two levels of accutni qc results within the customer's established ranges on the day of the event. System checks performed on (B)(4) 2011 and (B)(4) 2011 met specifications. A field service engineer (fse) was dispatched on (b)() 2011 for this event. The fse troubleshot the ultrasonic voltage. The fse replaced the pipettor tip and verified voltage. The fse also verified the vacuum system, the mixer belt speed, and calibrated the incubator belt. The fse ran a system check and a high sensitivity (hs) system check, which both passed. The fse verified repair per established procedures and results met published performance specifications. A root cause for this event was not determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining troponin (accutni) results within the risk stratification range for one (1) patient which exceeded the assay's total imprecision claim of 20%, generated by the access 2 immunoassay system. The customer did not report affect to the end user or patient results attributed or connected to this event.